Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. Patient information from the time of the event was not disclosed. No patient or user harm reported. This investigation is ongoing.